Manufacturer narrative:
Balt USA reference: #(B)(4) investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician did a pass with a solitaire 4x40 inside an apro .071 which was inside a ballast .088. Upon pulling out solitaire and apro through the ballast, there was metal stuck in the ballast. The physician continued to pull the metal and it was an unraveling of something. There were also chunks of plastic that were in the catheter." Update 26feb2026 - additional information received from the issuer: "1. Can you confirm the incident it currently reads (B)(6) 2026 - it was (B)(6) 2026 2. Form mentions a "carrier md" however the description provided does not mention how the carrier unit was involved. Can you elaborate on carrier's involvement? Carrier was only used to deliver the apro .070 to the clot, then removed. It was likely not involved at all. 3. Based on the images provided is the origin of the described "metal" and " chunks of plastic " known? (I.e. Did these components come from the ballast unit or one of the secondary devices used during the case). Unknown. It was being pulled out of the ballast but it could have come from the apro. 4. What is the patient's current status? Stable. No additional effects other than an unrecanalized stroke which the patient arrived with. 5. What does the hospital plan to do with the unit (will it be altered in any way following the procedure)? They normally hold the devices without doing anything to be sure they have access to it in case of further inquiry." Incident report form submitted for this complaint indicates that no patient injury was sustained.